Event description:
It was reported that the patient visited the hospital because the artificial urinary sphincter was not performing as expected. The patient underwent surgery two weeks later and inspection confirmed a hole in the cuff. All components were removed and replaced. There were no patient complications.